Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H1 additional narrative: investigation summary : according to the information received, the lupine loop rapide anchor w/orthocord ds failed. Two of them has a crowded upper loop and the third anchor was inserted and the suture came out. Another device was used to complete the procedure. No patient consequences reported, 10 minutes surgical delay. These devices are implanted and not available to be returned, however the customer will return 4 new and unwanted devices from the same lot number. Four products were returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual analysis of the returned devices, determined that the four devices were received in their original and sealed packaging. The four packages were open to review the condition of the devices, as result, three lupine anchors were bent and one lupine anchor was intact, it did not present any physical damage. A manufacturing record evaluation was performed for the finished device lot number:7l19038 , and no non-conformances related to the reported complaint condition were identified. Based on the information currently available and due to the condition of the device, this complaint can be confirmed. The storage conditions of this device was unknown, and it is possible that was exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the deformation of the anchor. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. As per IFU-109002, store in a cool dry area. There was no information provided regarding this condition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 300 devices that were released to distribution. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that the lupine br ds w/orthcrd had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device was bent. There was no procedure nor patient involvement reported. No additional information was provided.